Event description:
Patient had severe aortic neck angulation and thrombus present. The zenith three-piece graft was placed without complication. The final angiogram noted a proximal type I endoleak. Two stents from another manufacturer and a main body extension were placed to resolve the leak. The leak had diminished, but was not resolved. The physician believed that the leak would resolve once angicoagulation was reversed.